Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 7/99, the pt underwent a primary left l5-s1 spinal root decompression. In 8/99 the pt presented with wound drainage which was mild in intensity. The pt was prescribed keflex (500mg qid po). A small amount of drainage continued and a small bubble/blister developed on the wound, which was drained. Added dicloxacillian to therapy with wound care. Dressings were changed with application of bacitracin ointment. The event resolved with treatment on 9/99. The investigator classified this event as unrelated to adcon-l. The investigator noted "surgical complication" as possible explanations for the event.